Event description:
Additional information was received stating that patient's 1-8 lead had all high impedances and the 9-16 lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the 1-8 lead was replaced and the 9-16 was repositioned. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000079366.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.